Event description:
It was reported that during a pci procedure for in-stent restenosis, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. The initial inflation was also to 10 atms. The calcified and 90% stenosed lesion was located in mid left anterior descending (lad) coronary artery. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.